Manufacturer narrative:
(B)(6). The inserters were tested for functionality and were found to function as designed. The returned anchor was measured and found to meet print specifications. Anchor was reloaded onto the inserter and was able to be removed with minimal effort. No conclusion can be made as to why the surgeon experienced this issue. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. After the evaluation the root cause for the reported issue could not be determined with confidence.

Event description:
It was reported that during a hip labrum repair procedure, both anchors did not deploy from the inserter handle after implanting in the surgical site. The procedure was completed with a competitor's device. No patient injury or complications were reported.